Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was 420 mg/dl, which was treated with the insulin pump. The caller stated that the customer was vomiting, had head aches and turning pale white. The customer's blood glucose dropped to 360 mg/dl by the time of the admission. The customer's mother stated that a bent infusion set cannula was found. She advised that the customer had changed the set and was currently wearing a new infusion set. She noted that the customer's carbohydrates ratio may have been inaccurate. She stated that she was unable to continue troubleshooting because the doctor arrived. She advised that she would call back later to continue. The customer's most recent blood glucose was 120 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.